Event description:
It was reported that the tip separated from the guide wire when it was used in an attempt to snare a migrated stent. The pt was sent to open heart surgery. The product was discarded. Efforts to obtain add'l info have been unsuccessful.